Event description:
International affiliate reports that a pt underwent hepatic resection in 08/2005. In which a reservoir was used post op. The pt was discharged two weeks later. Affiliate reports that that the pt developed intra-abdominal abscess and was rehospitalized in about 2 weeks. Pt underwent puncture drainage and antibiotic administration. Pt was discharged three weeks later.